Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer who is the patient reported the inner cannula was sharp and longer than the outer cannula. The edge of the inner cannula was rough and caused bleeding. The patient removed the tube and recannulated herself. The three related reports from this customer have been submitted on our reports 2936999-2016-00828, 2936999-2016-00830 and 2936999-2016-00831.